Manufacturer narrative:
(B)(4). Sample has been received at the plant and evaluation in anticipated. Upon completion of carefusion¿s evaluation, a follow up med watch would be submitted.

Event description:
Customer reported: airway is obstructed by plastic.  One ea was affected and sample is available.  Additional information received from customer on (B)(6) 2013: it was noticed right away on the patient.  He stated it wasn't giving him any "air" and the return tidal volumes were pretty small maybe 20-50mls despite increasing the ipap.  It was not on the patient more the 10 seconds and no harm was done, his vitals were stable during the short trial. I changed the circuit (but must've used the same wye), placed it on the test lung, and could not manually trigger a breath.  I did not do further testing since it was pretty busy in ed at that time, just put in a work order.  We have several other velas in the ed so just grabbed another and it worked without issues.  Looking back now I would've caught the occlusion if I'd tried it in a vent mode.  I only switched between nippv psv/CPAP and spont psv/CPAP.  The only alarms were low tidal volume and low minute volume. Also, we do normally remove the elbow from the wye.  It was not on the wye in this incident as well.

Manufacturer narrative:
(B)(4). Evaluation summary:one opened sample was received for evaluation. The flash (excess plastic material) was visually confirmed by carefusion quality personnel. No issues were found during the review of internal production records for the lot indicated that could result in the reported condition. The airlife¿ ¿y¿ and elbow is a supplied product to carefusion. Carefusion sent our supplier an action plan to determine a root cause for the reported condition. Based on the investigation results from our supplier, the most probable cause for the issue reported is due to the sliders of the molding not sealing properly due to plastic accumulation in the molding process. In order to prevent future occurrences, actions have been taken which include the following: mold cleaning- to eliminate plastic accumulation. A go-no go gauge will be implemented in order to detect plastic accumulation in this product.